Manufacturer narrative:
Concomitant medical products: product ID: dtmb1q1 ICD, implanted: (B)(4) 2018; product ID: 429888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of a left ventricular assist device (lvad), the right ventricular (rv) lead exhibited noise along with a decrease in r wave amplitude. In addition, rv lead noise was seen on the can to rv coil vector during pocket manipulation and isometrics that was thought to be myopotential oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.